Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, a sales representative reported via phone that an ar-1593-p secondary fixation with peek swivelock anchor implant system experienced an issue during use. The 4.75 mm swivelock peek anchor stopped threading, advancing approximately one-third to halfway through insertion, and began crushing. No pieces broke off into the patient. The procedure was completed using a replacement 4.75 mm swivelock anchor. The delay was less than 15 minutes, and no additional anesthesia was administered. This issue occurred during an acl procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0087-eo - e. Warnings - 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. The quality of the bone encountered was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.